Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
The customer has not yet granted approval for repair. No conclusion can be drawn as repair information is not available.